Event description:
Attorney advised pt underwent surgical excision of femur tumor with resultant weakness of the femur. Pt was implanted with a ti liss femur plate and 5.0 mm ti locking screws. On an unk date in 2005, pt underwent a procedure to remove an unk screw which was impinging on articular cartilage.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.